Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak situation was reported. It could not be determined from where the leak originated. A leak is known to cause the reported alarm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell four of five of peritoneal dialysis therapy. During the troubleshooting, it was reported that there was a leaking supply bag that may have been leaking from the connection to the supply line of the homechoice cassette that led to this alarm. The customer would end therapy and the patient would not complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.